Event description:
It was reported that the patient experienced a systemic infection. The blood cultures (B)(6) for (B)(6). The implantable pulse generator (ipg) system was removed. After explant patient was monitored via electrocardiogram (EKG) 2:1 atrioventricular (av) block recorded. Over night, number of asystolic pauses were recorded, up to 5 seconds. No further patient complications have been reported as a result of this event.